Event description:
Account stated that during a procedure, the hilow on this bed drifted.

Manufacturer narrative:
Account corrected the drift issue by cleaning the hi-lo brake assembly. Cleaning and lubrication is part of the pm procedure.